Manufacturer narrative:
The hcg + b reagent lot number was 797723 with an expiration date of 31-oct-2025.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (rack system). The initial result was 141.2 miu/ml with a data flag. The patient went to a different facility for testing, and the results "did not match." The specific result was not provided. On 14-apr-2025, the original sample was repeated, and the result was 1899 miu/ml with a data flag. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The e411 analyzer serial number was (B)(6). Calibration and qc were acceptable. There were multiple "sample volume not sufficient" alarms noted on the date of the event near the time the sample was processed. The field service engineer (fse) inspected the instrument and performed precision testing with results within specification. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.